Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product(s): dtba1d1 crtd, implanted: (B)(6)2016; 694965 lead, implanted: (B)(6)2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted due to the patient undergoing a heart transplant. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.